Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found.

Manufacturer narrative:
The product was not returned for evaluation. The user reported they were unsure if the cannula was in. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. (B)(4).

Event description:
Customer reported they were not sure if cannula is in, and reported high blood glucose level which reached above 400 mg/dl. The customer also reported the adhesive was loose from the skin.